Manufacturer narrative:
The act button did not respond due to corroded keypad trace. The pump was received with minor scratched display window, broken belt clips lot, and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's slot for the clip was broken. No further information provided.